Event description:
It was reported that during implant of right ventricular lead, high impedance values were seen. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.evaluation description included in block final analysis found normal device characteristics.